Manufacturer narrative:
Additional information indicates that this device was sent to pathology and will not be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure to have a left ventricular assist device (lvad) placed. The crt-d was programmed off prior to the implant of the lvad. Post surgery the device was interrogated and found to be in safety mode with limited therapy available. This patient underwent a surgical procedure and this product was explanted and replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.